Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and 1 bleeding - retroperitoneal at access site serious injury event for the sapien 3 transcatheter heart valve in the mitral position. The "time to event" (tte, in days) for this event was 0. Due to the limited information and the data received, edwards cannot confirm which esheath was used in this case, the esheath+ or esheath introducer set. The device identification (di) numbers for edwards expandable introducer sheath + set are (B)(4). The device identification (di) numbers for edwards esheath introducer set are (B)(4). The instructions for use (IFU) list hemorrhage requiring transfusion or intervention as a potential risk associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization. The majority of transfemoral access related bleeding complications are related to diseased ileo-femoral vessels and/or procedural technique during the insertion or removal of the sheath and/or dilators. There are cases where the bleeding is significant and more complex intervention or transfusion is required to treat/prevent a permanent injury from occurring. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the valve can be delivered transfemorally. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device; however, a transfusion of blood was reported in the registry. By varc definition, the meet criteria for major vascular complication; therefore, the event is being reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 4 2022 data extract for mitral serious injury events for the sapien 3 valve. This report summarizes 1 bleeding - retroperitoneal at access site serious injury event for the sapien 3 transcatheter heart valve. The age range for this event is 69 years. The breakdown for gender is as follows: 1 male.

Manufacturer narrative:
This supplemental MDR corrects section c - combination device and section g4 check box for combination product. During review of previous submissions, it was observed that the combination device field section g4 was marked as true by the system because the field in section c was left blank when the submission was initially populated. The ew devices submitted under this manufacturing report are not considered combination devices.